Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected and abnormal battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps and sequence for exchange of batteries are outlined.

Event description:
It was reported by the cardiologist in (B)(6) that before implant, when they went to charge the battery on the charger, the battery wasn't able to charge. They tried a different slot on the charger with same result. The battery was replaced with one from stock. There was no effect on the patient. Analysis of the returned battery found an internal faulty cell.

Manufacturer narrative:
With analysis of the returned battery, the battery passed external visual inspection but failed functional testing. The battery was rendered inoperable the current under voltage (cuv) flag. Additionally, internal review of the battery found battery cell pair #3 unable to retain the charge after recharged manually (internally defective with 0 volts). While the exact cause of the reported event cannot be conclusively determined, functional test results and internal visual analysis indicate that the battery had an internal defective cell pair #3 and as a result, failed to perform as per specification. Investigation into this issue has been initiated via the corrective actions/preventive actions process by the manufacturer. The most likely root cause of the failure is a faulty cell pair, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.